Manufacturer narrative:
Lenstec can confirm that all procedures in the manufacturing and packaging of the lens was conducted correctly. The device was discarded at the facility and therefore a complete investigation is not possible.

Event description:
Lenstec received an email stating "there was a large scratch through the middle of the lens. The lens was explanted-cut into pieces to remove and was thrown out. The incision was enlarged to remove the lens, there was no patient injury and another lens was implanted".